Manufacturer narrative:
The device was returned for evaluation and no problems were identified with the unit. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the skin graft mesher was not cutting evenly and was only cutting the center of the graft. There was no report of injury or adverse consequences associated with this incident.